Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon did not fully inflate/distend. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).